Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports wearing the same aligners for a long time (time period not specified) and the aligners are not fitting anymore, and waiting for the next set. The front teeth are shifting sideways, tooth discolored, the teeth, and gums are now very sensitive.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.